Event description:
It was reported the patient never experienced symptom control from the implanted system. It was thought that it had "never worked" from "day 1" and had not helped their fecal incontinence. They went into the clinic to have their implantable neurostimulator (ins) reprogrammed in april 2015. The ins was switched off because the patient thought it wasn¿t working and they complained of "sharp" pains when it was switched on. The healthcare provider (hcp) tried for 10 minutes, but was unable to "pick up" the ins with the clinician programmer. However, the hcp was able to turn on the ins using the patient programmer. The patient immediately felt "immense" pain/discomfort described as "painful shocks" in the pelvic floor. The amplitude was approximately 1.9v. Subsequently, the hcp changed programs as it was not possible to turn off the ins using the patient programmer. Both programmers were used in the same room and the hcp had not tried a different clinician programmer. It was noted the patient had gained "some" weight. As of about a week and half later, the ins was switched off and was still off as of early june 2015. The patient wanted the device removed. No further troubleshooting or interventions had occurred. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical devices: product ID: neu_unknown_prog, product type: programmer, physician.